Event description:
The customer stated the power adapter sparked from the exposed wires and smoke, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of 01/17/2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated that there was sparking from exposed wires. She pumps 2-3 times a day and plugs in/out the transformer about 2-3 times a day. She indicated that she did not witness any fire or flame and that no injuries were sustained as a result of the issue. As a result of CAPA (B)(4) which was initiated for pump in styler transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.